Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of "lo" (less than 20 mg/dl) on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 100 mg/dl. During the call to customer support, a control solution test was performed showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The test strips and meter will not be returned for evaluation because the consumer declined replacement and return of products.